Manufacturer narrative:
The biomed was unable to provide the cuff part number or lot number at the time of the report. The issue appeared to be related to cuff inflation pressure during the nbp measurement cycle. The remote service engineer (rse) assisted the customer with troubleshooting. The rse advised the biomed to: perform an nbp calibration to verify that the device inflation pressures are within specification. Confirm that measured pressures align with the device¿s operational limits as outlined in the service documentation. The rse emailed the vs30 service guide to the customer to support the calibration and verification process. The biomed was further advised that if the nbp calibration fails or if pressures are found to be out of specification, the nbp pump assembly should be replaced. The rse provided the appropriate nibp pump assembly part number and pricing information to facilitate replacement if required. A review of the service history for this device confirms the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that while monitoring the patient's non-invasive blood pressure (nbp), the staff reported the nbp cuff got tight on the patient's arm. Biomed wants to know if they can lower the nbp cuff pressure. The staff swapped out the vs30 monitor. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.